Manufacturer narrative:
The unit was received with blank display due to a corrosion on the battery cap contact. After changing the battery cap, all operating currents were in specification. No failed battery test alarm was noted. There was no moisture damage found on the electronic assembly and battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has been having battery issues with his insulin pump; the insulin pump kept alarming failed battery test. The display became blank prior to the call as well. The patient's blood glucose at the time of incident was 225 mg/dl. The customer stated that his batteries would only function for 20 minutes before dying. The battery cap has already been replaced but the issues continue. The customer also performed troubleshooting, cleaned the battery cap and battery compartment with a cotton swab, and tried other batteries, but the issues were not resolved. The insulin pump was returned and replaced.